Event description:
It was reported the customer received a motor error alarm while attempting to fill their cannula. Customer's blood glucose was 600 mg/dl. Customer has manually treated for their blood glucose. The customer also reported exposing their insulin pump to the airport scanner. Customer also stated they were unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.